Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jun-2018 with the following findings:a review of the pump¿s black box and alarm history showed evidence of a call service 088 watchdog alarm. They keypad's "ok" button was found to be unresponsive upon startup, which impeded further testing. The original complaint of a call service alarm issue was unable to be investigated due to the keypad response issue. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads down to the case seal. Moisture was observed beneath the display screen. The pump cover was opened and further moisture corrosion was found on the printed circuit board.